Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The detailed trace analysis confirmed the low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts. The loaded voltage display at the power graph management tool showed abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with operating currents within specification. No unexpected replace battery now alarms were noted. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a change battery alarm every hour as battery would deplete. Customer's blood glucose was 100 mg/dl. It was reported that batteries used were new. Troubleshooting could not be completed as customer was not able to be disconnected for ten minutes from insulin pump. Customer would call back.